Event description:
It was reported that during a procedure, the laser beam exited at the tip of the fiber, making it unusable. Due to this, the procedure was completed using another device. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual and microscopic examination of the fiber identified a distal circumferential fracture (cf) of the fiber tip. The fiber card was not returned for analysis. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional test of rate of forward firing conducted concluded that firing output was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forward firing. A risk review was completed and confirmed that the event of fiber forward firing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device instructions for use (IFU) was reviewed. The IFU states: do not bend the fiber at sharp angles. Damage may occur to the fiber. The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a procedure, the laser beam exited at the tip of the fiber, making it unusable. Due to this, the procedure was completed using another device. No patient complications were reported.

Event description:
It was reported that during a procedure, the laser beam exited at the tip of the fiber, making it unusable. Due to this, the procedure was completed using another device. No patient complications were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The device instructions for use (IFU) was reviewed. The IFU states: do not bend the fiber at sharp angles. Damage may occur to the fiber. The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available, a conclusion code cause not established was assigned to this investigation.